Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of "high"; although specific value was not provided. Customer addressed the elevated bg by a correction bolus, changing the infusion set and correction injection by manual insulin injection. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Customer changed the cartridge to resolve the issue and infusion set.